Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 605 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump did not pass the prime test, and the mother did not have another infusion set to repeat the test. The mother was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.